Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: b.4, g.3, g.6, and h.2. A correction was made to h6 (clinical code). Per the initial report, approximately 1 year 4 months post-implantation of a 23mm sapien 3 ultra valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Event description:
As reported by implant patient registry, a 26 mm sapien 3 ultra valve was explanted approximately 1 year and 4 months post tf tavr. A 23 mm inspiris resilia aortic valve was implanted. The reason for explant is unknown at this time.

Manufacturer narrative:
An intervention of a valve to treat would most likely be either requiring a second valve within the first or explant of the valve. The reason for intervention of a the valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. These events are considered a serious injury. If additional information is obtained, the code and decision tree will be re-evaluated. The device is explanted for unknown reasons. Although there are multiple roots causes, these cases are not reportable unless there is evidence of a reportable device related malfunction & within 7 years post implantation. Multiple attempts have been made to obtain additional information. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient's procedure op notes of the explant were requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 year, 4 months post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.